Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cassette had a leak. The event occurred while trying to remove the air out of the cassette. Morphine sulphate 1mg/ml was in the cassette. There were no reported adverse events.

Manufacturer narrative:
Other, other text: additional information- one photograph was provided by reporter. The device photograph was reviewed; during review fluid was seen outside of the medication bag but the leak site could not be identified using the photograph. No other information could be confirmed from examination of the photograph. This device type is 100% visually inspected and 100% leak tested prior to packaging.